Event description:
It was reported that the user applied a new dexcom g7 sensor and received glucose readings in the g7 app but not on the ilet pump, later confirming an incorrect sensor pairing code had been entered on the pump and subsequently corrected. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included troubleshooting and user education, including verification and correction of the sensor pairing code and advising a wait period for data transmission to resume. Investigation of this case revealed user setup error related to an incorrect pairing code, resulting in the continuous glucose monitor not being paired with the pump. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.